Manufacturer narrative:
This occurred on an unspecified date in (B)(6) 2019. The device was manufactured from august 6-7, 2018. The device was received for evaluation. Visual inspection revealed the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bladder of a small volume intermate ruptured while filling with 5fu (fluorouracil). There was no patient involvement. No additional information is available.